Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide after a angioplasty procedure. Reportedly, when the needles were returned no sutures were attached. A second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint is not confirmed, based on the conditions and analysis of the returned device, deployment of the plunger did not occur because the plunger was still inside the device and the link was untucked. The cause for this reported event is undetermined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device reference is being filed under a separate medwatch MFR number.